Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported scroll wrap feature. Customer's blood glucose was 62 mg/dl. Customer treated for low blood glucose by eating breakfast. Explained and clarified the scroll wrap feature to customer. Customer stated he has had this issue with scroll wrap that has happened twice. Customer stated was able to suspend the pump and stop the insulin delivery. Customer requested to have their insulin pump exchange for a insulin pump with an updated scroll wrap software. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.